Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead's impedance has been high and fluctuating. It was further reported that the right ventricular lead was capped. Also, during the lead revision procedure a single coil right ventricular lead was attempted to be placed but failed dfts (defibrillation threshold). This lead was then removed and a new lead was implanted instead. Follow-up was also conducted and from the information obtained it was reported that the right ventricular high svc (superior vena cava) lead had high thresholds. This lead was capped at the same time as the right ventricular apex lead and both leads were replaced with one dual coil right ventricular lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead's impedance has been high and fluctuating. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.